Event description:
Description from customer: "control unit display gets off intermittently." The malfunction occurred during start up of the device. No pt was involved. (B)(4).

Manufacturer narrative:
A maquet field service tech investigated the unit and found a defective can cable and replaced the same. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.